Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the field representative was unable to establish telemetry with this subcutaneous implantable cardioverter defibrillator (s-ICD). The field representative noted he did not have a magnet available to attempt a magnet reset. Boston scientific technical services (ts) advised to use a different device for the current implant procedure and discussed to try a magnet reset on this s-ICD at a later time. At this time the magnet reset has not been performed. To date this s-ICD has not been implanted or returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer was initially unable to find the s-ICD when scanning. A magnet was placed over the device and did elicit a tone, thus noting the device had power. Detailed analysis found that the measured rf telemetry wake up pulse was less than expected. The device was placed at 12 degrees celsius for two hours and then was successfully interrogated and a memory download complete and no issues were identified. Analysis was unable to determine the root cause for the telemetry issue.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the field representative attempted to take the subcutaneous implantable cardioverter defibrillator (s-ICD) out of shelf mode again, however they were still unable to connect to the device. A magnet reset was performed, however the field representative was still unable to initiate telemetry with this s-ICD. The device was returned for analysis and was never in service.